Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reverse shoulder replacement: during procedure the surgeon found that the central thread was broken and not attached to the body of the glenosphere. Changed to similar product. 2 minute delay to procedure. No ae to patient.

Manufacturer narrative:
Examination of the returned sample confirmed the complaint. The DHR analysis of the batch provided shows an initial conformance of the product with regards to its specification. For this batch, there was no deviation or non-conformance. The root could could not be determined from the information provided. The deterioration of the screw could have occured during use. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.